Event description:
The report received from the field indicated that the entire curved portion of the 4f pigtail catheter broke off. The user was going to advance the catheter over a wire that was already in place, when the user attempted to straighten the tip, pigtail, of the catheter; the entire curved section broke off. The catheter did not come in contact with the patient as it broke off prior to patient insertion. The catheter was exchanged for another cordis pigtail catheter and the procedure was completed successfully. Further information indicated that no excessive force was and there were no anomalies noticed on the catheter during inspection.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.